Manufacturer narrative:
Additional information: h4: the lot was manufactured in june 2025. H11: seventeen unopened devices were received for evaluation. Visual inspection was performed and particulate matter including dark spot and fiber on white spike port connector or outside or inside the tubing. The particulate matters were observed either outside or in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventeen (17) vented high-volume inlets had hairs, particles, and lint in the outer packaging, the inlet, and/or on the connectors. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.